Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged, ejected clip. (B)(6). The analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during laparoscopic cholecystectomy a procedure, the device would not release a clip. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.